Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
An assistant director via regulatory agency reported that following an intraocular lens (iol) implant procedure, the patient has been experiencing distressing symptoms for nearly a year. These symptoms include starbursts and rings around lights, which have reached a severity that prevents them from safely driving at night. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).